Manufacturer narrative:
Correction- the summary report designation is incorrect, the report is not a summary report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2021, a female patient underwent tevar with the indication ulcer and intramuralt hematoma. A (B)(6) (complaint device) was inserted from the right femoral artery and the proximal end of the zta-pt device was placed right before the lcca, but covered lsa. Per the requested clarification the proximal seal zone length was 28mm and diameter 30mm, and calcification was also observed in the proximal seal zone. After the stent graft was placed, proximal type 1 endoleak was confirmed. According to the physician the possible cause for the endoleak was due to calcification in the proximal seal zone. To treat the proximal type 1 endoleak, the physician tried to insert zta-de but it would not pass through the lumen of the previously placed zta-pt device ((B)(4) ref#3002808486-2021-00149). The physician decided not to try another device, but take the wait-and-see approach and completed the procedure. No adverse effects on the patient was reported and the physician confirmed by follow up CT that the endoleak was gone. The device was not returned, and no images was provided. A drawing representing the pre-procedure schema was provided and per the requested clarification the drawing shows calcification in the proximal landing/seal zone. The instructions for use, shipped with this type of device, states: the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair including: nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm. The instructions for use also states irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Based on the available information, in this complaint, it has not been possible to establish an exact cause of the event, but a likely cause could be calcification in the seal zone. Cook will reopen the investigation if further information is received. No evidence to suggest that the product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2021, a female patient underwent tevar. Target site in the distal aorta arch was diagnosed as ulcer. Zta-pt-34-30-161-w1(e4004073) was inserted from the right femoral and the stent graft was placed, and proximal type I endoleak was confirmed ((B)(4)). To treat the proximal type I endoleak, the user inserted the delivery system of zta-de-34-112-w1(e4045770) but it would not pass through the lumen of the previously placed stent graft (zta-pt-34-30-161-w1(e4004073))((B)(4)). The user decided not to try the different device and take wait-and-see approach and completed the procedure. Information provided from the rep: the target site in the distal aorta arch was diagnosed as ulcer. It is stated, in the patient/event info ¿ notes, that the diameter of the access vessel was 7.5 mm, however on the attached ¿pre-procedure schema¿ the access vessel has diameter down to 6.5 mm. Can you clarify if the device was inserted proximal to the 6.5 diameter or if one of the diameter information are incorrect? ¿ ID was 6.5mm and od was 7.5mm. There was no resistance when the delivery system was inserted. Can you confirm whether imaging can be provided? ¿ no imaging data will be provided. Where was the proximal landing zone of the zta-pt-34-30-161-w1? ¿ zone2 where was the planned landing zone for zta-de-34-112-w1 ¿ zone2 what was the reason that the physician wanted to place the zta-de-34-112-w1? ¿ endoleak was observed ((B)(4) was opened for this endoleak). Was the delivery system flushed both from the proximal end and through the hemostatic valve during preparation with following the package insert? - yes. Patient outcome: the patient did not experience any adverse effects due to this occurrence.